Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, the shaft at the proximal end of a large drill bit broke off. It is unknown if there was patient and procedure involvement. This report is for one (1) 17.8mm drill bit large qc/312mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: investigation selection investigation site: cq zuchwil selected flow: 5. Broken visual inspection: the visual inspection has shown that the drill bit shaft is broken close to the quick coupling. The cutting edges of the drill bit are in a very poor condition. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. Summary: the visual inspection has shown that the drill bit shaft is broken close to the quick coupling. Therefore, this complaint is rated as confirmed. Unfortunately we are not able to determine the exact cause of this complaint. The cutting edges of the drill bit are in a very poor condition. The broken surface is homogeneous what indicates material conformity to the specification as well. Based on the provided information we are not able to determine the exact cause of this complaint. The wear and tear indicate that the product was often and intensive used instrument. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. The bad condition of the device, before surgery, may also have played certain role to the complained issue. In this context, we would like to draw your attention to check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history part: 309.600 lot: f-11992 manufacturing site: selzach supplier: sphinx werkzeuge ag release to warehouse date: 20. June 2011 the device history record shows this lot of 46 pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformance's noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: date device returned to manufacturer. Device manufacture date. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Corrected data: physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.